Event description:
The hospital biomedical engineer called the solution center and requested info relative to delayed recordings and auto gain (autosize).

Manufacturer narrative:
The hospital biomedical engineer called the solutions center and requested info relative to delayed recordings and auto gain (autosize). The biomedical engineer also indicated that there had been a pt incident, but could not provide any add'l info. The technical support engineer contacted the risk manager, and provided the requested info. The risk manager did not provide any info about the incident. A f/u call was placed to the biomedical engineer. The biomedical engineer was unable to provide any details about the incident. The biomedical engineer provided contact info for the risk manager who was then contacted. The risk manager stated that no info could be provided about the incident. The risk manager stated that there was no philips device malfunction or issue, and that no testing of the device by philips personnel was needed. This is not being considered a device malfunction. No further calls have been logged for this customer issue. No further investigation or action is warranted.